Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a revision of an open reduction internal fixation (orif) surgery to address a non-union of the mid-shaft femur previously fixated with a 1 trochanteric fixation nail advanced (tfna) nail 14mm long, 1 unknown 85mm lag screw and 2 titanium (ti) locking screw with t25 stardrive 40mm for im nails. The previous surgery was performed in 2017. There was no broken hardware presented, but a suspected infection was present which may have caused the non-union. The trochanteric fixation nail advanced (tfna) nail, unknown lag screw, and titanium (ti) locking screw with t25 stardrive 40mm for im nails were successfully removed without breakage. The synthes ria system was used to clear the femoral canal of any present infection. 10cc of norian was then implanted into the proximal femur where the previous unknown lag screw sat. A 9x380 frn-gt nail was opened and antibiotic cement was wrapped around the nail. The nail was then inserted into the femur to address the non-union. The nail was locked proximally using one 6.5 recon screw and one 5.0 locking screw. The nail was also dismally locked using two 5.0 interlocking screws. The procedure outcome is unknown, however there was a patient consequence. This report is for 1 unknown 14mm/130 deg ti cann tfna 380mm/left-sterile. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data e1 reporter device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.